Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) procedure using an evis exera iii duodenovideoscope with a single use distal cover, the cap was not applied correctly. The cap was adjusted, and the procedure was started. The physician could not pass the scope into the stomach. The procedure was terminated. As the scope was being withdrawn (extubating), the patient experienced a 5-6 cm oropharynx mucosal tear (visualized with a glide-a-scope) said to be caused by the distal cover. The patient was admitted to the hospital and an ear/nose/throat (ent) physician was consulted. The patient required additional imaging. The patient was hospitalized for 6 days for observation/assessment of the tear. No surgery was performed to treat the tear. There were no abnormalities in the appearance of the scope/distal cover. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use disposable cover used in the case.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been reported by the importer on MDR report number 2951238-2022-00300.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. There was no information of obvious misuse of the subject scope by the user. The user could have prevented the event if the user handled the scope in accordance with the following instructions for use (IFU). Important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. Distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.